Manufacturer narrative:
The initial reporter was the patient's daughter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was stated that the patient¿s family member contacted the manufacturer representative the day before the report, explained the situation, and scheduled a meeting for (B)(6) 2017. The health care provider (hcp) had been contacted and informed of the possible overdischarged stimulator. The stimulator was charged full until monday (B)(6) 2017 night that week when suddenly it showed that the battery was not charged. The patient did not complain of symptoms returning. Per the patient, there were no factors that led to the charging problem. After that monday night the patient found difficulty keeping charging bars during a charge session. The patient reported to their hcp that they felt something around the stimulator that caused the antenna to not have flat contact with the stimulator when charging. The hcp felt the area around the stimulator and stated that it was not an issue for the stimulator but the hcp worried that the stimulator was overdischarged. The manufacturer representative met with the patient on (B)(6) 2017 and was able to obtain 8 bars by pressing the charging antenna close to the skin and by finding the correct position in which to start a charging session for the stimulator. No device reset was need. It was confirmed that the device was not overdischarged. The patient verbalized understanding of positioning and agreed to continue charging at home. A follow-up appointment with the hcp was scheduled for (B)(6) 2017. It was reported that the issue was resolved. It was noted that there was not a planned or scheduled surgical intervention. The device was not replaced but was noted that it would be replaced in the future with another product by the same manufacturer. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s weight at the time of the event was (B)(4) pounds. The patient confirmed there were no factors that led to the stimulator not having a charge on (B)(4)2017. The patient indicated the stimulator was charged and they would continue to evaluate charging issue for another week prior to calling their hcp, as needed. The patient stated she can feel ¿the connection¿ piece in front of the stimulator, which is the reason the antenna cannot lie flat over the stimulator to charge, hence she has issues charging. The patient informed their hcp of this on (B)(6) 2017. The patient has a scheduled appointment on (B)(6) 2017, and can call earlier it this issue needs to be addressed. The patient stated the stimulator was working fine otherwise and does not have any additional information. No further complications were reported/anticipated.